Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed compromised force sensor system and during troubleshooting for prime rewind, they also mentioned that they experienced high blood glucose of 575mg/dl. Customer did not have a back-up plan and waited on health care professional's call. Customer declined to troubleshoot for high readings. Customer stated that the insulin was not dropped prior to alarm. Customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, self-test, off no power test, unexpected restart error test and rewind. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked case and scratched reservoir tube window. The insulin pump was missing the reservoir tube o-ring and the display window cover.